Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. The competitor device was able to switch to another configuration. The impedance was normal in that configuration. No intervention was reported. The patient was in stable condition.